Event description:
It was reported that eight months post implant of a right ventricular (rv) lead it exhibited ventricular oversensing and high counts of short v-v intervals . The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.